Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('focal necrotizing endometritis') in an adult female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. Concurrent conditions included hypertension since 2016, overweight, breast tenderness, uterine bleeding, endometrial biopsy, hot flashes, menses irregular and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2000 for contraception, amlodipine for hypertension as well as estradiol (estrogen), norethisterone acetate (norethindrone acetate), oral contraceptive nos and progesterone (progestin). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal0"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal menstrual bleeding"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown and the pelvic pain, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Legacy device report number: 2951250-2019-03116, medwatch 3500a MFR number diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: intrauterine device with no evidence of endometrial thickening. Several cervical nabothian cysts. Small 2.2 cm left ovarian cyst. This cyst has a simple appearance. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('focal necrotizing endometritis') in an adult female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. Concurrent conditions included hypertension since 2016, overweight, breast tenderness, uterine bleeding, endometrial biopsy, hot flashes, menses irregular and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2000 to april 2009 for contraception, amlodipine since 2016 for hypertension as well as estradiol (estrogen), norethisterone acetate (norethindrone acetate), oral contraceptive nos and progesterone (progestin). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal menstrual bleeding"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, depression, anxiety and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Legacy device report number: 2951250-2019-03116, medwatch 3500a MFR number diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: intrauterine device with no evidence of endometrial thickening. Several cervical nabothian cysts. Small 2.2 cm left ovarian cyst. This cyst has a simple appearance. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event abnormal bleeding (vaginal) was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('focal necrotizing endometritis') in a 45-year-old female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, paratubal cyst and haemorrhage nos. Concurrent conditions included hypertension since 2016, overweight, breast tenderness, uterine bleeding, endometrial biopsy, hot flashes, menses irregular and cramp in lower abdomen. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2000 to (B)(6) 2009 for contraception, amlodipine since 2016 for hypertension as well as estradiol (estrogen), norethisterone acetate (norethindrone acetate), oral contraceptive nos and progesterone (progestin). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/abnormal menstrual bleeding"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, depression, anxiety and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, endometritis, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Legacy device report number: 2951250-2019-03116, medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. The fallopian tubes are not felt to be patent.. Ultrasound pelvis - on (B)(6) 2017: intrauterine device with no evidence of endometrial thickening. Several cervical nabothian cysts. Small 2.2 cm left ovarian cyst. This cyst has a simple appearance. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received: reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('focal necrotizing endometritis') in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. Concurrent conditions included hypertension since 2016, overweight, breast tenderness, uterine bleeding, endometrial biopsy, hot flashes, menses irregular and abdominal pain lower. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2000 for contraception, amlodipine for hypertension as well as estradiol (estrogen), norethisterone acetate (norethindrone acetate), oral contraceptive nos and progesterone (progestin). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal0"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal menstrual bleeding"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown and the pelvic pain, menorrhagia, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: intrauterine device with no evidence of endometrial thickening. Several cervical nabothian cysts. Small 2.2 cm left ovarian cyst. This cyst has a simple appearance. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received: case become incident. Lot number was added. Events: endometritis, abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression, mental anguish, weight gain, abdominal pain were added. Essure insertion date, removal date and surgeries were added. Event outcome were updated. Historical and concomitant drugs were added. Lab data were added. Reporters were added. Patients demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.